Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on with ac and dc. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The power pcba and the power supply were replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker further evaluated the replaced parts at the product assessment center (pac) and no issue could be duplicate with the power pcba. The cause of the reported issue was determined to be open fuse on eos ac power module.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device would not power on with ac and dc. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.